Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at follow up the nurse notice high bipolar impedance. During device revision, the implanter inspected the connector before unscrewing the lead from the header. The lead was correctly in place in the connector port. After releasing the lead from the connector measurements on the lead via the analyzer was done and both bipolar and unipolar configuration worked properly. The implanter suspects that there is a ring -connector issue on the device/header. The device was explanted and replaced. No patient complications have been reported as a result of this event.